Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac death; the event is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.